Event description:
Physician performed a colonoscopy and used the argon probe during the procedure. An explosion occurred in the bowel; physician stopped the procedure and inspected for bleeding. No internal hospital complaint was made, but the conmed representative was asked to visually inspect and verify the functionality of the unit. A visual and functional inspection was performed with no findings. It was later reported on july 17, 2009 that the patient did sustain a bowel perforation. We can only speculate at this point that the "explosion" occurred due to gas build-up. The patient had a bowel prep prior to colonoscopy.

Manufacturer narrative:
The argon beam coagulation gi probe was not returned to conmed electrosurgery for evaluation. Therefore, we are unable to confirm the reported event. However, a service technician from our international affiliate traveled to the user facility to evaluate the conmed generator (system 7500) used in the case. A complete performance test was conducted on the system 7500. The system 7500 performed according to manufacturing specifications. No problems were found with the generator. The instructions for use for the abc probe states: safety instructions: warnings: danger of fires in the gastrointestinal tract: before using abc, ensure that no endogenous gases are present in the lumen of the subject organ. The operators manual for the system 7500 states: cautions for patient preparation due to the danger of ignition of endogenous gases, the bowel should be purged and filled with nonflammable gas prior to abdominal surgery.